Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that it was not working. The patient was still running to the bathroom a couple times a night and during the night. They would go 4 times a night and goes every hour on the hour during the day. It was unclear if the patient could feel stimulation. It was reviewed that the patient should discuss this with their healthcare provider (hcp). It was noted that the patient would go to their hcp once a month. The patient hadn¿t followed through with voiding diaries and it was thought that the doctor had tried changing programs or settings. This had occurred since implant. Additional information received from the consumer reported that they didn't think the device worked properly. The caller asked the patient what she thought and she sounded confused, like she didn't know she was implanted with anything. The caller (husband) then noted himself as the guardian/caretaker and to talk to him in the future. No further details were provided. Additional information received from the consumer reported the same issues as before and that they were going to follow-up with the hcp. They denied help with using the patient programmer (pp) to change the programs. It had not been helping with the symptoms at all. Indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient was scheduled to have a follow up appointment on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.